Manufacturer narrative:
(B)(4). The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional absorb is being filed under a separate medwatch report.

Event description:
It was reported that the procedure (B)(6) 2016 was to treat an 80% stenosis in the proximal left anterior descending (lad) artery with moderate tortuosity and moderate calcification. The patient presented with non st elevated myocardial infarction (stemi). Pre-dilatation was performed with a non-compliant (nc) balloon, reducing the stenosis to less than 40%. Two absorb scaffolds (2.5 x 28 mm, 3.0 x 28 mm) were implanted and post-dilated with non-abbott nc balloons. Intravascular ultrasound (ivus) was used during the procedure for vessel sizing and to confirm that the scaffolds were well apposed to the vessel wall. Recently, the patient began experiencing chest pain and an examination on (B)(6) 2017 confirmed 90% restenosis in the lad. Two drug eluting stents were implanted for treatment with a good final patient outcome. It was confirmed that the patient had been compliant with dual antiplatelet drug therapy (dapt) after the procedure. Dapt was changed from plavix to ticagrelor. No additional information was provided.